Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to be in safety mode, shortly after an off label magnetic resonance imaging (MRI). The physician noted that prior to the MRI imaging being performed, the crtp device was in MRI protection programming, however shortly after the procedure, the device was found to be in safety mode. It was also noted that the patient reported experiencing diaphragmatic stimulation while the device was in safety mode settings. Subsequently, a device replacement procedure was performed, the device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to be in safety mode, shortly after an off label magnetic resonance imaging (MRI). The physician noted that prior to the MRI imaging being performed, the crtp device was in MRI protection programming, however shortly after the procedure, the device was found to be in safety mode. It was also noted that the patient reported experiencing diaphragmatic stimulation while the device was in safety mode settings. Subsequently, a device replacement procedure was performed, the device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.